Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown, date implanted - unknown, manufacture date ¿ unknown.

Event description:
It was reported a patient enrolled in a clinical study underwent left knee arthroplasty on an unknown date. Subsequently, the patient underwent superficial debridement and wound vac placement on (B)(6) 2006 due to left knee ulceration.